Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the patient reported developing swelling in his leg and went to the emergency department (ED) for evaluation. The patient stated that he was performing normal daily activities and did not experience any injury, loss of consciousness, or other unusual events. Aside from leg swelling, the patient reported feeling thirsty but otherwise felt normal. During the ER visit, multiple assessments were performed, including vital signs, blood pressure, heart rate monitoring, and laboratory testing. According to the patient, an ER blood test showed a glucose value of 320 mg/dL. The patient reported that this result was obtained from a blood draw and not from a fingerstick blood glucose (FSBG) test. At approximately the same time, the patient's CGM was displaying glucose readings between 100 mg/dL and 120 mg/dL. The patient reported that the cause of the leg swelling was not determined during the evaluation. He stated that medical staff were unsure whether the swelling was related to his glucose levels but ¿he felt it maybe a contributing factor.¿ The patient was treated with Lasix for the leg swelling and IV insulin and was subsequently discharged. No additional medications were administered, and the patient did not self-treat the reported glucose discrepancy. The patient reported taking only his prescribed blood pressure medication but declined to provide the medication name. At the time of the report, the patient was doing well. The reported glucose values fall within the C zone of the Parkes Error Grid. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.